Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.